Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. Currently the aneurysm is 58 mm in diameter. It was reported that during a routine follow-up on an unknown date a type ib endoleak was identified. The physician stated the event was due to disease progression. The physician embolized the hypogastric artery and extended into the external iliac artery with an endurant 16x13 stent graft and the endoleak resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4)